Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. During evaluation, it was observed that the pump completed the boot sequence; however, the network and battery icons were not responding. The pump was unable to be put into story mode and was unable to extract the event history log and snapshots. The pump did not respond to the power button while it was turned on. The reported condition was verified. The cause of the condition was a defective ui board. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The ui board required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a display issue described as ¿freezes¿. It was unknown if a patient was connected at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.